Event description:
Caller reported a power source alert. There was no adverse impact to the customer's blood glucose level. Caller was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 consecutive minutes for the pump to start charging, with a follow up planned. The pump began charging and the issue was resolved.